Event description:
Pump was turning on and off by itself. Information was not provided regarding whether or not the reported condition was found during patient use. The hospital representative stated there was no report of patient incident since the last baxter service event. No additional contacts were provided.